Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4).

Event description:
The customer reported that the touchscreen on this vela ventilator stays blank when the unit is booted up. The customer stated that there was no patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: a carefusion field service representative (fsr) went onsite to the reporter's facility to conduct an evaluation of the suspect unit. The fsr turned on the device, the display came on, and the touch screen operated normally. The operator verification procedure was performed, as described in the product service manual, and the unit operated per manufacturer specifications. The reported issue of a blank screen was unable to be duplicated.